Manufacturer narrative:
Infutronix is waiting for the IV set to be returned for evaluation.

Event description:
On (B)(6) 2021, a distributor of infutronix reported a complaint from an end user: "the tubing was broken into two pieces while receiving therapy at home." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).

Manufacturer narrative:
Infutronix followed up with the distributor three times about the affected administration set return status. No return information was received. The complaint will be closed as no device is returned. The reported issue could not be confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00118.